Manufacturer narrative:
This report is submitted on march 07, 2022.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. The issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on september 14, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 06, 2023.